Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and readjusted the reader camera, saved a new reference image, and passed wad diagnostics. The customer ran and passed qc. As per fe, upon review of data logs and images by 2nd level tac, it was confirmed that the underlying issue must have been sample related. Repairs have returned the instrument to expected operation. (B)(4).

Event description:
The customer states that the ortho provue resulted a 1+ positive as negative in the antibody screen test. Incorrect results were reported. The patient received 1 unit of rbc and experienced a transfusion reaction.